Manufacturer narrative:
Gtin number for item: 2441-0007, lot: 17046687 is (B)(4). Concomitant medical products: b braun extension set (ref# (B)(4) - 0.2 micron filter, ultrasite® valve injection site 6 in. Above distal end, on/off clamp, spin-lock® connector); 3m curos disinfecting cap. The customer's complaint of leaked at the bottom of the burette could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported fluid leaked from the bottom of the burette at the white ring above the drip chamber during a tpn infusion. There was no harm reported as a result of the event, and a new medication bag and set were obtained to continue the infusion.